Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported upstream occlusion error, which was reproduced during evaluation. A review of the event history log identified upstream occlusion messages. The cause was determined to be an out of specification ultrasonic sensor calibration reading. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. Evaluation experienced a delayed keypad response time during testing. The cause was identified to be a processor printed circuit board which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion. The reported problem was found in the biomed service department during testing. There was no patient involvement. No additional information is available.